Event description:
It was reported: exploratory surgery was performed to see if the acetabular shell was loose. The dome hole plug was removed to check for soft tissue. The shell was not loose. Femoral head neck length was changed and the polyethylene insert was replaced.